Event description:
1 day old infant required #5f umbilical arterial catheter and a #5f feeding tube was placed. No apparent injury to infant, error was made due to similar pacakaging of both products by the same co.